Manufacturer narrative:
During testing, at the service center the device powered on with a whitescreen error displayed as "hw watchdog error." The probable cause was due to depleted snaphat battery that supported ram chip u2 on the user interface controller (uic) 1 board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had no backlight and powered up and displayed a sw: watchdog, boot (0_0311). This does not indicate a reportable malfunction. However, during verification testing at the service center, the device powered on with a whitescreen hw (hardware) watchdog error.